Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead was "not placeable." The rv lead was explanted and replaced. The patient is a participant in the product (B)(4) clinical study. No patient complications have been reported as a result of this event.

Event description:
Further information was received, which indicated the rv lead was unable to be placed due to patient anatomy.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).